Event description:
Hcp reported uknown-side "postoperative hematoma/bleeding." Additionally reported unknown side exposure and skin necrosis . Device remains implanted. Treatment : puncture/drainage

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of hematoma, necrosis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma, necrosis, exposure.